Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a display (damaged w/ moisture) issue. It was reported that the display was cracked and there was moisture behind the display and in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 1/20/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/30/2016 with the following findings: during visual inspection of the pump, there was no battery compartment damage or moisture behind the display therefore, the investigation was unable to confirm part of the initial complaint alleging these issues. There was moisture in the battery compartment which confirms that part of the initial complaint. The pump was opened and there was no further moisture damage found. A leak test was performed and passed therefore there were no leaks in the pump.